Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ the cause of the reported blood in cannula was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 586 mg/dl. During troubleshooting with tandem's technical support, the customer reported that the luer lock was not aligned properly, there was leaking at the luer lock, and that there was a lot of air in the tubing. Additionally, the customer reported blood at the cannula. The bg level was addressed with a bolus via the pump, a manual injection, and by the customer drinking water. The customer successfully loaded a new cartridge, primed the air from the tubing, and resumed insulin delivery.